Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had been repositioned the following day after implant due to dislodgement. The ra lead remains in use. No patient complications have been reported as a result of this event.